Event description:
A curlin 6000 ambulatory pump, by moog, malfunctioned during use. The screen went black/blank, and a loud screeching noise happened. Pt called on call pharmacist for assistance. It was discovered the device's battery sensor malfunctioned. The batteries were changed, and the programmed infusion restarted. A delay in therapy occurred. There was potential for the pump not providing the prescribed therapy dosage.